Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra test strips were peeling after insertion into the meter. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B) (6) 2010 the patient noted the reported test strips were peeling after insertion into the meter, and she obtained an error message on her meter; she did not obtain a blood glucose reading. One week later, the patient experienced the symptoms of shaking, nervousness and weight loss. On (B) (6) 2010 the patient visited her physician, who tested her blood glucose level only; the patient received no treatment. Troubleshooting revealed the patient's testing technique was correct. The test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the test strip issue. Therefore, this complaint is being reported.